Event description:
Case from (B)(6) reported as "inner sheath did not fully came out of the primary sheath upon going over the "black" mark indicator and unable to uncover the first stents while pulling the constraining sleeve." Further detail was provided indicating: "gray deployment grip has been pushed with difficulty (by being used blind physical force) at this stage. Black handle body mark was passed over. When we look to lakinscopy, it is observed that graft inner seconder sheath didn't exit totally from primary sheath although it passed the black line. Gray handle grip was pushed till end but situation didn't change. It has been decided that device was taken to the second position and would be opened gradually. It was seen that bare stent and first stent didn't open during backout. Doctor decided to take the graft out of the pt totally. Graft was pulled till iliac bifurcation but it wasn't able to be taken back from the graft common iliac artery" since it was out of the primary sheath and expanded. The pt was converted to open surgical repair. Device used is the european equivalent of the device sold in the u.s.